Event description:
It was reported the patient was in pain and wanted to turn the ins off. The patient was able to turn stimulation off successfully. The patient was implanted 2 hours ago and after arriving at home, the patient sat down, leaned forward and at that time the ins started ¿revving up¿ and she felt a big ¿surge¿ and ¿speeding up/sporadic.¿ the patient experienced overstimulation and had no idea how to turn therapy off. When the patient turned stimulation on again, the patient began screaming in pain again. Stim was turned off immediately. It was found the patient had multiple programs running in group a. Two programs were turned down to zero. The patient felt more comfortable turning stimulation on with the health care provider (hcp). Additional information received reported there was a greater than 50% reduction in symptoms. It was unknown which components were involved in the reported event. The patient¿s setting was reportedly set at 3.8 volts and the patient was given instructions on how to use the scs after surgery in the recovery room and had no remembrance of what she was told. The hcp called the rep who was to call the patient to give her ¿some insight on the issue.¿ the rep called the patient at home and then came to the patient¿s wound check appointment to explain the device to the patient on (B)(6) 2014. The cause of the event was not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).